Event description:
It was reported by a surgeon that based on his experience with unknown truespan device, he had seen complications postoperatively to meniscal repair revision procedures. The surgeon stated that he had seen radial transverse tears on the meniscus and attributed these to the stiffness of the suture material. The surgeon further commented that he has noticed this in 50% of patients. He likes the way the truespan reliably deployed but had concerns continuing to use it due to his revision scopes. No additional information was provided.

Manufacturer narrative:
This report is for an unknown implant. Part and lot number are unknown. Without the specific part number; the UDI number, 510-k number and manufacturing site name are unknown. The lot number was unknown; therefore, the expiration date and manufacture date were unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: investigation summary: the complaint device is not being returned, it was discarded by the customer, therefore unavailable for a physical evaluation. With the information provided, and without the complaint device to evaluate, we cannot determine a root cause for the reported failure. Given that the lot number was not provided, the manufacturing record evaluation (mre) review cannot be performed. If the lot number becomes available, the mre review will be performed. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent to which this complaint is observed in the field.